Manufacturer narrative:
(B)(4). Concomitant medical products: item # unknown, unknown cup, lot # unknown. Item # unknown, unknown stem, lot # unknown. Item # unknown, unknown liner, lot # unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-02692.

Event description:
It was reported a patient underwent left total hip arthroplasty. Subsequently, approximately 8 years post op the patient revision procedure. Additional information was requested however, none was available.

Manufacturer narrative:
It was determined this report was submitted under the wrong manufacturer number. Please see 0002648920 -2019 -00561 for further correspondence.

Event description:
It was determined this report was submitted under the wrong manufacturer number. Please see 0002648920 -2019 -00561 for further correspondence.